Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The mbt reamer stripped where it connects to the modified hudson adapter.

Manufacturer narrative:
Visual examination of the submitted device found wear on the attachment end and areas of deformation on the flats. The root cause is attributed to device wear from normal use and servicing. Based on the investigation's determination of wear out as the root cause, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.